Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the internal components of the driver revealed signs of damage on the main printed circuit board assembly (pcba). Based on damage to the driver observed during visual inspection, it is likely that the driver was subjected to rough handling and/or an impact shock. It was observed during the initial inspection that the primary motor would not operate and the driver would switch to operating on the secondary motor. Further investigation determined that a defective primary motor controller was the cause of this malfunction. The driver was tested on the secondary motor, and despite the fault alarm, which was expected, the driver passed all pressure test requirements with no anomalies. The customer-reported fault alarm was duplicated as a result of operation of the secondary motor. The electronic alarm history was reviewed and revealed two recorded alarms, both fault code 12 "tdc time out," which are typically associated with the primary motor stopping and the driver switching to operating on the secondary motor. The first fault code 12 alarm is likely the alarm experienced by the customer and the second one was produced during the investigation. The root cause of the customer-reported fault alarm was attributed to the malfunction of the primary motor controller pcba. The cause of the primary motor controller malfunction that occurred during the customer experience could not be determined. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer reported that the patient had a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact.